Event description:
The patient was using a hc431a CPAP full face mask. The patient states the unit cut her face on the bridge of her nose and side of her face and had to go to a dermatologist. Patient has scars on her nose and sides of her face and had to use bionect cream on her nose. A resmed CPAP unit was being used with hc431a mask. The patient states that the CPAP unit surged and made the mask come up off her face and blow off the silicone seal and cut her face. The patient continued to use the mask for 2 months before she brought this to her doctor's attention.

Manufacturer narrative:
While we will not have the device to evaluate, this evaluation is based on previous complaints and the event description. Results: this appears to be from a poorly fitted or incorrectly sized mask. We are aware that injury can occur with face masks when the patient attempts to overtighten the mask to compensate. This can lead to pressure sore developing which usually heals without further complications. The action of the resmed CPAP unit we are unsure of. CPAP devices are designed to control pressure so it is unlikely that a pressure surge can occur in normal operation of the CPAP unit. Conclusion: the patient is advised to consult with the prescribing physician to resolve difficulties with mask usage and to reassess the most suitable one for the patient's facial contour. Monitoring and trending of this type of event for pressure injuries for the last 5 months worldwide gives a rate of occurrence of 134 ppm.